Event description:
A malfunction was reported on the customer's pump, but there were no notable events preceding it. There was no adverse impact to the customer's blood glucose level. The customer reset the pump, but a replacement was sent by technical support. The customer was instructed to return the problematic pump within ten days using a pre-paid label to avoid charges. They were advised on how to handle the new pump, including programming settings and connecting their cgm, and were informed that the replacement pump would have updated software. The customer understood these instructions and acknowledged them.